Event description:
The pt stated that at 3 am, in 2007, her blood glucose was elevated to 301 mg/dl and she felt nauseous. She then discovered that her infusion tubing had partially separated at the luer connection. She stated that, she changed the infusion tubing and bolused to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.